Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). On computed tomography (CT), high calcification on both right and left femoral arteries; and of abdominal aorta with high bifurcation on both sides. During the procedure, insertion of a 14f introducer sheath was unsuccessful. As a result, an 8mm peripheral balloon was used at several spots along the artery to achieve dilation. Yet, there was difficulty in advancing the sheath, requiring significant force and torque. Pre-implant (balloon aortic valvuloplasty) was performed by using a 25mm balloon. After significant force and torquing maneuvers implied on the ds, they were able to ascend into the aorta. At 80 percent deployment after reducing the parallax, the left coronary cusp (lcc) depth was noted to be high. While attempted to recaptured, the whole ds popped high into the ascending aorta and it was not fully recaptured. The valve struts remained outside the valve capsule despite the use of the micro adjustment wheel. The ds was stuck on the calcification formations in the ascending aorta above the native annulus preventing it from moving further. Interventional cardiologist (ic) decided to replace the valve and the ds. A new 29mm navitor vision valve was able to be implanted at an optimal place. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of insertion and advancement difficulty of the delivery system through patient anatomy, and retraction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the reported insertion and advancement difficulties, and retraction problem appear to be related to patient factors (severe calcification in both femoral arteries and the abdominal aorta with high bifurcation). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed. H6 medical device problem code: 4012.